Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was returned in association with the reported event of the system controller not communicating with the heartmate touch. The mpu (serial number: (B)(6)) was returned to the pleasanton service depot (psd) for evaluation. The mpu booted up and functioned as intended. The mpu is not related to the communication between the system controller and the heartmate touch. The root cause of the reported event could not be correlated to an issue with the mpu. Investigation of the mpu found incidental findings of wire damage to the patient cable and loose encasing of the patient cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿equipment storage and care¿ explains how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that mobile power unit (mpu) was to be returned for unknown reason.